Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal evolution device was used on a patient, it appeared that the device was not correctly inserted into the vessel. The doctor went to seal the artery and the entire vcd device came out of the tissue track because the anchor had nothing to catch on. There was no injury to the patient. Manual compression was held, and the case was successful. The patient was reported to be in ok condition. The procedure outcome was positive. Additional information was received on 04oct2019. The procedure that was performed prior to use of closure device was a femoral access left heart catheterization using a 6fr procedural sheath. A pre-deployment angiogram was performed. The deployment issue was when he locked and set, and then pulled back and the whole device came out. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update, and to provide the completed investigation results. One 6f angio-seal evolution was returned for product evaluation. The severed hemostasis sheath was returned mated with carrier tube assembly. The arteriotomy locator was returned as well. Visual inspection revealed that there was no damage noticed on the locator. The evolution device handle was appropriately mated with the hemostasis sheath. The hemostasis sheath was severed upon receipt. The distal tip of the sheath monofold was examined and no damage was identified. The anchor, compaction tube and collagen were found within the carrier tube. The deployment sleeve of the device was in full rear lock position with color bands fully exposed. The button of the device was soft. No other visual anomalies were noted. The device was disassembled, and the gearbox assembly was visually inspected. The gearbox assembly was properly seated on the rails of the lower handle although it was found in the fully proximal position. The rack was also noted in a fully proximal position. The gears appeared properly seated within the upper and lower gear plate. The suture could be seen tethered to the suture stake. Several turns of the suture could be seen within grooves of the spool. No gross anomalies were noted. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the improper orientation/positioning of the anchor or the device in the artery may have contributed to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.